Manufacturer narrative:
Results: one representative sample from lot # 6074064 and five photos of the actual used device were returned for evaluation. A penetration force test and an end separation test were performed on the representative sample and the results were within acceptable criteria. A visual/microscopic inspection observed that the sample was properly activated and there was no abnormality on the tip quality. An inspection of the five photos revealed that the safety shield was detached from the needle. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6074064. A manufacturing review revealed no abnormalities and that the reported defect was no affected by pm, calibration, or equipment. Conclusion: an absolute root cause for this incident cannot be determined as the returned sample met the acceptance criteria and bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available; device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the suspect device was inserted into the vein according to procedures. The white safety shield fell off the needle while removing the needle from the vein, resulting in a needlestick injury to the clinician. Following standard procedure, patient received vaccinations against (B)(6). Nurse had to be tested for (B)(6). Tests results were negative.